Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) has confirmed. The root cause was isolated to a black pulse broken wire in the trunk cable. The root cause for cut cable was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional tes.